Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported event of high impedance and loss of therapy was confirmed. As received, the octrode lead was found with all broken wires, that would cause high impedance and loss of therapy. The cause of the event remains unknown.